Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did deploy from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection procedure performed on (B)(6) 2023. During the procedure, the spring on handle broke and the clip did not deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.